Event description:
The customer reported via phone call receiving a motor error alarm from the insulin pump, with no significant events occurring beforehand. The customer was unable to rewind the device, and reported it having a loose drive support cap. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 220 mg/dl.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The motor passed the motor test. The insulin pump had a missing end cap sticker, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The customer reported via phone call receiving a motor error alarm from the insulin pump, with no significant events occurring beforehand. The customer was unable to rewind the device, and reported it having a loose drive support cap. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 220 mg/dl.